Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the glucocard expression meter was producing high readings. Caller stated meter will read high without symptoms and when she retests the reading is back to normal. Customer took a reading this morning at 1am and got a reading of 374 which she felt that was too high because she had nothing to eat. She took another test and got 202. She feels something is wrong with meter. On (B)(6) she received hi then minutes later took another test and got 141. She did not take medication because she thought the reading was wrong and she was not feeling any symptoms at all. Her technique and storage are good. Control solution test was in range. Replacing product.